Event description:
Physician reported the removal and replacement of the lens at 2 months post operative due to the patient's complaint of dysphotopsia.

Manufacturer narrative:
The intraocular was received by the manufacturer and inspected under 10x magnification. One haptic was broken during explant procedure. Optic was clear and no abnormalities observed. Manufacturing records were reviewed and no discrepancies found. No additional reports of a similar nature were received for lenses manufactured in the same batch. No definitive cause for this event was identified. Dysphotopsia is a known and published possible side effect of cataract surgery with lens replacement.